Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6)2024. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event between 2.00 and 3.00am the patient experienced signal loss. When the cgm values returned, the cgm readings were between 100 and 200 mg/dl. When the patient woke up at 7.25am, the cgm reading was 71 mg/dl with a downward arrow shown. The patient ate a chocolate egg. No insulin was given at that moment. When the patient laid down on the sofa at 7.35am he started to have a convulsion. A fingerstick was done and the cgm was reading 71 mg/dl and the blood glucose reading was 46 mg/dl. The parent administered a glucagon nasal spray, and then brought the patient to the emergency room. No further treatment was reported to be needed. The hcp was under the impression that the convulsion occurred because the patient would have been under 50 mg/dl for a few hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.